Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020 h10: corrected data = h1 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was obtained: I do not think the energy device is the main reason of bile leakage in this small series. For patients with polycystic liver disease, lack of liver parenchyma in the transection plane and distorted biliary anatomy are the two main causes accounting for bile leakage.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2020. Date of event: publication year of 2018. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title: laparoscopic liver resection for polycystic liver disease. Author/s: kuo-hsin chen, tiing-foong siow, ying-da chen, u-chon chio, yin-jen chang, chao-man loi, tzu-chao lin, shu-yi huang, chih-ho hsu, jiann-ming wu, kuo-shyang jeng. Citation: chen kh, siow tf, chen yd, chio uc, chang yj, loi cm, et al. Laparoscopic liver resection for polycystic liver disease. Formos j surg 2018;51:153-7. Doi: 10.4103/fjs.fjs_76_17. The objective of this retrospective review was to evaluate the feasibility, safety, and efficacy of laparoscopic hepatectomy (lh) for adult polycystic liver disease (apld). A total of 14 patients (12 females, 2 males) with symptomatic apld underwent lh from december 2004 to september 2016. The mean age (with standard deviation) of the patients was 55.9±14.0 years. The ultrasonic dissector (harmonic scalpel, ethicon endosurgery, (B)(4)) and ligasure were the two main types of energy devices used in opening the liver parenchyma. There were 2 reported cases ((B)(6) y/o female and (B)(6) y/o male, both with polycystic liver and kidney disease) of bile leakages, one central type bile leakage and one peripheral type. Endoscopic placement of biliary stent was performed in both. The authors concluded that laparoscopic liver resection and fenestration for polycystic liver disease seem safe and feasible. The perioperative outcomes were acceptable although the bile leakage rate was relatively high.